Event description:
It was reported the patient experienced high impedances on multiple contacts preventing the use of MRI mode. As a result, the system was replaced to address the issue. Additionally, it was discovered during the procedure, that the lead was fractured. Reference MFR report number: 3006705815-2025-19779.

Manufacturer narrative:
Date of event and patient weight are estimated.

Manufacturer narrative:
A patient experienced high impedances and unable to set implant MRI mode was reported to abbott. As a result, the leads were replaced to address the issue. Additionally, it was discovered during the procedure, that the leads were fractured. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.